Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the reservoir had rewind anomaly. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, the process was finished but the piston remained at the same position. The customer was advised that the device needs to be replaced. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery and occlusion test. No rewind anomaly noted.